Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the hospitalization was unrelated. The poor coupling cause was not determined. The device was charged, but never indicated that it was charging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (friend/family member, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was being hospitalized and was unresponsive and needed an MRI of the head. The implanted neurostimulator (ins) hadn't been used / charged for several years, so they needed assistance charging it in order to put it into MRI mode. The patient representative stated they were unable to get the equipment to charge the ins and reported seeing a software problem message with the following data: 1-intellis, 2-3.6, 3-243, 4-qf_port. Patient services had the caller reset the controller. They confirmed the controller powered on and the software problem message resolved. They also confirmed there was no apparent damage to the equipment. The caller was assisting the pt with recharging and stated they did not know where exactly the ins was located. It was later determined that the ins was located in the left rib cage. They started a recharge session and saw the no device found message. They pressed recharge to begin the passive mode recharge (pmr) session. The caller stated the middle number was only getting up to 6. Given that the pt was unresponsive, repositioning the recharger was difficult for the caller. A nurse came to assist with laying the pt on their side, and then the middle number got up to 76. The caller confirmed they were using the recharging belt and noted that when recharging they never got the middle number higher than 78, and the controller would indicate to try again. The caller said they would continue the pmr and would call back for further assistance if needed. Later that same day, a nurse called back stating they were still trying to program the ins into MRI mode and the ins charge had not increased when trying the pmr. The nurse was transferred to the national answering service to request assistance from a local representative (rep). Later that day, the nurse called back stating they were unable to get the ins charge to progress. The pmr steps were reviewed with the nurse including that the pmr process may need to be done at least 3 times, 10 minutes each before it would start responding. The nurse didn't want to walk thru the steps with the patient and requested someone go to the hospital to work on the ins. The nurse was redirected to the nas again. No symptoms reported.